Manufacturer narrative:
Event took place outside of the united stated (B)(6) and was associated with a product that is also cleared for market within the united states.

Event description:
It appears that 24mm baseplate was placed with a superior tilt and too far forward. Revision dated (B)(6) 2019 to exchange 24mm baseplate, 36mm centered glenosphere with screw, 36/+3 humeral cup, and +10 post extension with new implants of same size. Primary surgery (B)(6) 2019.